Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event of foreign material in the forceps elevator could not be determined whereas it is presumed that the reported event of discoloration of inside of light guide lens occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope had discoloration of inside light guide lens and foreign material in the forcep elevator. There was no patient involvement.